Event description:
It was reported that the system's l-arm rotary movement jammed during positioning. When the motorized movements are completely down, the system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motor reducer component was replaced during the service call. The system was tested and found to be working as intended and put back into service.